Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2005 mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures, including a mesh removal surgeries in (B)(6) 2008, and (B)(6) 2010. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat symptomatic cystocele and rectocele. It was reported that the patient underwent the concurrent procedures of a and ;p repair during mesh implantation.

Manufacturer narrative:
(B)(4). It was also reported that post implantation, the patient experienced pain, erosion, extrusion, infection, bleeding, dyspareunia, urinary/bowel problems. It was reported that the patient underwent removal of mesh erosion on (B)(6) 2008. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced frequency, urgency, incontinence, leakage, dyspareunia, bleeding, cramping, and discomfort.